Manufacturer narrative:
Additional information: annex d codes. Correction: initial reporter phone number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: it was later reported that the first inflation of the balloon at 12 atm was normal and then when inflated to 16 atm, the balloon burst. The device being used to pre-dilate the lesion. The device was not moved or repositioned while inflated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the sprinter legend rx balloon, a balloon burst, leak, or rupture occurred during balloon inflation before reaching 12 atm. The event took place at the obtuse marginal artery, specifically in the mid-section, where there was a 90% lesion stenosis. The lesion was pre-dilated, and the device passed through a previously-deployed stent without encountering resistance or requiring excessive force. The degree of tortuosity was mild. The device was inspected and underwent negative prep with no issues noted. The patient outcome was reported as alive with no injury.